Manufacturer narrative:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2007 and the mesh was implanted. Following the procedure, the patient experienced inflammation, bloating/gas, stabbing pain and burning and feeling sick in a stomach. The patient suspects that the mesh may be eroded.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced inflammation, bloating/gas, stabbing pain and burning and feeling sick in a stomach. The patient suspects that the mesh may be eroded. Additional information has been requested.